Event description:
It was reported that sensing integrity count was high, which is indicative of oversensing. The right ventricular pacing lead impedance trend was stable and within expected range. The lead remains in use and routine follow-up will be continued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Interference/noise - the lifetime ventricular sensing integrity counter is 13564 and all counts have occurred over the last five months. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that the sensing integrity count was high, which is indicative of oversensing. The right ventricular pacing lead impedance trend was stable and within expected range. The lead remains in use and routine follow-up will be continued. The device was subsequently returned for normal eri (elective replacement indicators) and was upgraded to a dual chamber device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No impedance anomalies were found. The lifetime ventricular sensing integrity counter was 13564, and all counts occurred over the past five months. A high value of this count can indicate a possible intermittency in the system. Subsequent return and analysis of the device found normal battery depletion. The device met expected longevity.